Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. Pocket stimulation and muscle stimulation were also identified. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.